Event description:
Allegedly, the patient underwent l thr on (B)(6) 2020. Revised on (B)(6) 2020 due to metallosis. Femoral head revised with another mpo head, shell and liner revised with another manufacturer's acetabular components. Ref (B)(4). Non-mpo devices: 1. Acetabular insert ref: (B)(4). 2. Acetabular shell ref: (B)(4).

Event description:
Allegedly, the patient underwent l thr on (B)(6)2020. Revised on (B)(6)2020 due to metallosis. Femoral head revised with another mpo head, shell and liner revised with another manufacturer's acetabular components. Ref (B)(4). Non-mpo devices: 1. Acetabular insert ref: (B)(4). 2. Acetabular shell ref: (B)(4).